Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented on (B)(6) 2021 with noise on their right atrial lead that was resulting in inappropriate automatic mode switching. The noise was reproducible with isometrics. No intervention was reported. The patient was stable throughout.